Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implanted due to pace impedance measuring greater than 3000 ohms. In addition, the helix mechanism was partially extended and would not retract during implant. A different lead was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implanted due to pace impedance measuring greater than 3000 ohms. In addition, the helix mechanism was partially extended and would not retract during implant. A different lead was implanted successfully. No adverse patient effects were reported.